Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during regular followup the programmer indicated the device was in reset mode with defib therapy disabled. It was not possible to reprogram. The physician advised that the device be replaced however the patient refused. No further information is available at this time.